Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (mersilene tape) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (mersilene tape) used in this procedure? Citation: clinical case reports 2014; 2(4): 153¿155; doi: 10.1002/ccr3.84. (B)(4).

Event description:
It was reported via journal article: title: "successful delivery after vaginal occlusion in addition to cerclage in a trachelectomy patient with recurrent second trimester pregnancy loss: a case report," authors: kirstine sneider, mette østergaard poulsen, christian ottosen & jens langhoff-roos, citation: clinical case reports 2014; 2 (4): 153¿155; doi: 10.1002/ccr3.84. This report presented a (B)(6) female patient with recurrent dysplasia who underwent simple trachelectomy with abdominal cerclage on her second pregnancy. Mersilene was used in the abdominal cerclage which was placed in week 9. In week 16, she had recurrent preterm premature rupture of membrane (pprom) and delivered on a caesarian section. In this case, the cervix was very short and mutilated and the intra-abdominal part appeared adherent to the surroundings. She also suffered recurrent stenosis which was treated by dilatation of the cervix prior to insemination (third pregnancy). The cerclage tightens the cervical canal and secures a cervical plug, and the vaginal occlusion prevents ascension of microorganisms from the vagina to the cervix. In this case, the combination of cerclage and vaginal occlusion resulted in an uncomplicated pregnancy carried until term.